Event description:
Event description guidant received information that during a pacemaker replacement procedure, this atrial lead was surgically abandoned and replaced due to impedance measurements greater than 2500 ohms. It was noted that p-wave amplitude and threshold measurements were stable. No adverse patient effects were reported.